Event description:
Left heart cath, angioplasty complicated by lost stent, undeployed, in left main coronary artery. Stent retrieved to right femoral artery but unable to be removed. To or for surgical invervention.